Event description:
Groshong IV exit site leaking IV fluid sunday a.m. Dye study done. Line cracked. Pt received adriamycin via same line 17 days ago. No evidence of chest wall tenderness or involvement. 1720496-1997-731.